Event description:
It was reported that during a roux-en-y bypass procedure, the trocar broke when the endostapler was inserted. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results of the found that the device was received with the duckbill out of position. The duckbill and the universal sleeve were inserted on the device obturator, which could have caused deformation during decontamination of the device. One potential cause for the duckbill found out of its intended position may be the snagging of an instrument during insertion. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Multiple request for return of device have been made but no device has been returned.